Event description:
The customer ran a control test on a contour next one meter and obtained a reading of 283 mg/dl. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During the call, three additional control tests were run and all readings were properly marked as control readings. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.